Event description:
According to the reporter: procedure: lap nissen. The tip of the device tore and two small pieces fell into pt's cavity. The pieces were removed and a new instrument was opened to complete the case. No tissue damage or significant surgery time delay.

Manufacturer narrative:
(B) (4).